Event description:
The customer reported that when the generator was turned on, it showed error message "impedance test failed." The generator was not used for the procedure. No patient injury occurred. No patient information is available.

Manufacturer narrative:
(B)(4). The return of the incident generator has been requested. To date, the generator has not been received for evaluation. If the generator is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.